Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
A customer reported that they attempted to place ivc filter during a procedure. When deployed, the filter legs did not open properly. The filter was retrieved and another new filter was placed. There was no patient injury.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer just returned the filter by itself. Upon visual inspection of the filter, it was found that there were strings of a plastic-like material wrapped around the filter. The complaint is confirmed. The plastic-like material likely originates from the inner lining of the catheter sheath used to deploy the filter. The most probable cause of the filter's failure to expand is the delamination of the sheath's inner lining during the filter's advancement, which caused internal sheath damage. This lining likely unraveled and wrapped around the filter before deployment. A sustaining engineering project as been initiated to investigate the root cause of the delamination issue and to implement a corrective action. Additional information provided in h.3., h.6. And h.11.